Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the pad had black spots on the gel area. The pad was not used. Initial evaluation of the incident sample found the pad did not have continuity.